Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 478 mg/dl at the time of incident. The customer reported their current blood glucose was 499 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.